Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, with one documented value of 39 mg/dl, and the household requested review of insulin dosing with a clinician; troubleshooting and education were provided, and oral glucose was used to treat the low. Symptoms included hypoglycemia. Outcomes included use of carbohydrate treatment and education to address the event. Investigation included clinical troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.